Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). A carefusion service technician evaluated the device onsite and determined that the fuse holder on the transducer communication alarm printed circuit board (tca pcb) was defective, causing the fuse to not make a good connection with the rest of the power supply, causing the uim issues. A replacement part has been ordered and is pending delivery. Once the replacement part has been received, the device repair and evaluation will be completed. Once a final evaluation is complete, then a supplemental report will be submitted.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) screen goes off and back on by itself. There was no patient involvement associated with this event.